Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio alert from the receiver and a low event. The patient stated that they did not hear the low alert on the receiver and passed out. It was indicated that the patient did not experience any symptoms prior to passing out. The emergency medical services (ems) were contacted and when they arrived, they treated the patient. The type of treatment is unknown. At the time of contact, the patient was doing fine. Additional patient or event information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.